Event description:
User reports receiving low sodium results for 40-50 pt samples since (B) (6) 2009. User said they are getting sodium results of 132 to 135 mmol per l on pt samples that normally run 134 to 145 mmol per l. Forty-three pt examples were provided only one example was determined to be discrepant which occurred on (B) (6) 2009. Initial result gave 135; repeated twice gave 129 and 138. Erroneous results were reported; pts not adversely affected. The customer performed electrode service and activation which improved the performance of the assay.